Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue is the main printed circuit board assembly (pcba). The fsr replaced the main pcba and the issue was resolved. The fsr performed the user verification test and operational verification procedure according to manufacturer specifications. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported the staff pulled the ventilator from the patient and placed the patient on another ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
In the event the device is received for vyaire's failure analysis evaluation or additional information is received a follow-up report will be submitted.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt802 has failed. The combination of transducer faults at power-up/auto-zero with successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.